Manufacturer narrative:
(B)(4). This report is filed on november 17, 2016. Device not returned to manufacturer.

Event description:
Per the patient's surgeon, the patient experienced a loss of osseointegration on (B)(6) 2016, resulting in fixture loss. Re-implantation is planned but has not occurred as of the date of this report november 17, 2016.